Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying early. The download data indicates that the pod completed both its first and second priming sequences, with an expected number of pulses in each priming sequence. Although no issues were noted with the needle mechanism, we cannot determine when the device deployed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed early. The pod was not worn.